Event description:
During an atrial fibrillation procedure, blood leaked from the sheath when the non-abbott catheter (farawave) was inserted. The sheath was exchanged and the procedure was completed with no adverse patient consequences

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The reported event of blood leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No nonconformances associated with the reported event were identified. Based on the information received, the cause of the reported incident could not be conclusively determined.